Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned and analyzed. The outer insulation was breached due to environmental stress cracking (esc), and exhibited cosmetic esc and a cut. Blood was found on the distal conductor (not obstructed).

Event description:
It was reported that the lead was explanted for an unknown reason. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.